Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate reading. The customer continued to use the cartridge and the insulin reading started to count down. The customer's blood glucose level was not impacted (120-180 mg/dl). As the event had occurred in the past, tandem technical support was unable to troubleshoot.